Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of over 500 mg/dl due to needing settings adjustments. High bg was addressed by correction bolus via pump. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.